Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the clip reload fell off applier into patient. All pieces were accounted for and removed. No patient injury. New reload inserted in clip applier without problem. No patient injury. Delay in surgery not reported. Piece retrievel needed.

Manufacturer narrative:
Investigation: the investigation was carried out visually. The plastic lug and the nose are broken off, the distal end of the pusher sheet is pressed. Ten clips are remaining in the magazine. The bent pusher sheet is an indicator for a too fast application with a pneumatic handle. Furthermore, the broken lug and nose are indicators of an insufficient handling during mounting the magazine of the shaft. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: the bent pusher sheet is an indicator of a too fast application with a pneumatic handle. Thus the two jaw parts of the shaft press the distal end of the slider sheet together. To avoid this the user should wait until the previous application process is completed. No CAPA is necessary.